Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 130mg/dl to below 240mg/dl. A system check was performed using the current supplies and the pump performed as intended. During a follow-up, it was reported additional occlusion alarms occurred, troubleshooting to determine a possible cause of the current occlusion was declined.